Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the nurse was not able to pull ertapenem 1g vial. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurse was unable to pull medication. The technical support specialist (tss) dialed into the server, logged into the patient encounter system (pes) site, and ran an all device event report for med ID 2701335 covering the period from 11/10/2025 to 12/05/2025, which showed no recorded successful medication pulls. The tss then dialed into the device to check its status and reviewed the logs located at c:\program files (x86)\carefusion\medstation\medapp debug. The logs revealed repeated errors, including socketexception in medbankmanager.connectloop() indicating an attempt to access a socket in a way forbidden by its access permissions and a clientdatauploader error showing a syncdataexception caused by a failed database operation during upload. The query involved was select min from sys.change_tracking_tables, suggesting potential firewall restrictions or database synchronization issues. Tss confirmed with the customer for case closure. The case was closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the nurse was not able to pull ertapenem 1g vial. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.